Manufacturer narrative:
Evaluation: this is a supplemental report filing due to the original device being returned for evaluation. The reported tube set was returned in its original unopened package for evaluation of "insufficient heat seal". Visual inspection by the packaging engineer verified the adhesive transfer was less than ¼"; therefore, the device was in the seal area during the sealing process of the form fill and seal machine. Further inspection of the device by way of dye leak testing determined there was no breach in sterility. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing (B)(4), this is the only complaint for this product and failure mode. A review of complaint history revealed (B)(4) complaints involving (B)(4) devices have been reported in the past two years. During this same two-year time frame, (B)(4) devices have been sold worldwide. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Manufacturer narrative:
Device not returned by distributor.

Event description:
As reported by the distributor in (B)(4), one(1) 0036290 1/4" x 10' suction tubing package was discovered to have an "insufficient heatseal or blister pack." There was no patient involvement in this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user. As of this filing, the device has not been returned to conmed. Once received, the evaluation will be completed and a supplemental and final will be filed.